Manufacturer narrative:
The burn was caused by skin to skin contact. Skin to skin contact burns are a well known cause of rf burns during an MRI scan. These kinds of incidents can be prevented by separating bare skin parts of the patient with wedges or cushions. The instructions for use already contain these and other related warnings. No repairs were made to the system. The system was operating within specifications.

Event description:
This report is being filed upon notification from our mr MFR of an event that occurred in another country. The patient had a MRI exam with the spine coil. Patient was laid on the coil. It was covered with its mattress (with the knee support under the knee) with both arms beside the body. The right hand of the patient was touching the right leg and the patient received second degree burns on both hand and leg. The size of burn is 2 centimeters in diameter.